Manufacturer narrative:
No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. A sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that after a patient injection, the nurse tried to switch a bd precisionglide¿ needle to another needle and suffered a needle stick. She reported the incident to employee health at her facility and received post exposure lab work. The lab results returned negative for any problems.